Event description:
Customer reported that the paramedics were called and she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 32 mg/dl when paramedics arrived. Customer stated that she had high blood glucose between 200 and 300 mg/dl and over bloused. Customer stated that she had a seizure due to low blood glucose prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window.